Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programming assistance was requested for this pacemaker system, implanted with another manufacturer's leads, due to low amplitude p-waves/r-waves, noise, and oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. It was noted that these leads had been implanted for more than 30 years, however there were no signs of lead integrity concerns with lead testing. This pacemaker system remains in service. No adverse patient effects were reported.